Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain, cloudy effluent and vomiting. On the same day as the onset, the patient was hospitalized for the peritonitis. On that same day, the patient began treatment with vancomycin (2 grams, weekly according to levels, route not reported) for peritonitis. The cause of peritonitis was unknown. Three days later, the patient was discharged from the hospital. Twenty days later, the treatment with vancomycin was discontinued. The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy.  It is unknown if the patient was hospitalized for the event.  The patient was treated with unspecified antibiotics for 22 days. The outcome of the peritonitis was not reported. No additional information is available.